Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the customer repaired the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient harm. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).